Manufacturer narrative:
Additional manufacture narrative: we have received confirmation from the surgeon that the device is not available for return.

Manufacturer narrative:
Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The following reports have been requested from the surgeon: operative report, echocardiography, patient history, patient medications, and pathology report. As of last visit with surgeon on (B)(6) 2012, these documents have not been available. Patient status is listed as hospitalized, in stable condition. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection and exact strain of infection have not been identified. As of (B)(6) 2012, this has not been determined. Surgeon's initial report indicated that the device would be returned for evaluation after histopathology results are received. As of last visit with surgeon on (B)(6) 2012, it is unknown it the device will be returned as they are still waiting for the complete identification of the mycobacterium and the definitive histology report. The surgeon is investigating other possibilities in case the patient could have other risk factors or other origin of the mycobacterium. Patient is also being given the following antibiotics: rifampicin, isoniacida, pirazinamida, amikacin, claritromicine, levoflosacine

Event description:
As reported, the device was explanted after a duration of 22.43 months due to pseudoaneurysm. Episode of acute endocarditis for a mycobacterium sp. With a rupture of an pseudoaneurism of right ventricle contained by the thorax. The surgery was fine and the patient was discharged 8 days after it. The first control after 6 months was perfect but 6 months later, we [the surgeon] saw in the echocardiographic study a new moderate-severe pulmonary insufficiency. The patient was under study but we observed a pulsatile mass in the left haemitorax and the pseudoaneurysm was diagnosed. We operated on him urgently and we found a broken pseudoaneurysm in the rvot contained by the thorax. We [the surgeon] changed the prosthesis and the patch and sent all of the material to study. We [the surgeon] have positive pcr for mycobacterium in all of the samples sent. Symptoms: pulsatile mass in left haemithorax - regurgitation. Condition of the explanted device: a lot of tissue around the ring of the valve also inside that did not allow the correct opening. The contegra path at the union with the ring was broken.